Manufacturer narrative:
No information provided by the customer. No injury reported. Product has not been returned to 3m (B)(4) as of the date of this report. The heat exchanger a component to the set has a lot code of hex: 27816a. Quality assurance indicated the lot number on the finished product that would include the heat exchanger has a code of hx7854.

Event description:
A hospital technician alleged that a 3m¿ ranger¿ high flow disposable set leaked within the heat exchanger (cassette portion) of the set while being primed with saline for use in a trauma situation. No injury was alleged.